Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl to 125 mg/dl, 253mg/dl and 400mg/dl and the sensor glucose was 50 mg/dl, 54mg/dl and 196mg/dl at the time of the incident. Customer stated that the drive support cap is loose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. Insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 119 mg/dl value properly from glucose meter. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address number label and stained end cap sticker.